Event description:
It was reported while using bd microlance hypodermic needle 21g x 1.5" green leakage occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: recently, 2 of our operators have had issues with these products in that the liquid from a vial that they withdrew from, leaked out at the connection point between the green needle and the 10ml syringe.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. Twenty retained samples from the reported batch were examined. The needles were assembled with a bd emerald syringe. There was no difficulty fixing the needle with the syringe. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd microlance hypodermic needle 21g x 1.5" green leakage occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: recently, 2 of our operators have had issues with these products in that the liquid from a vial that they withdrew from, leaked out at the connection point between the green needle and the 10ml syringe.